Event description:
Patient representative additionally reported "a membranous 6x6x1.5 cm tissue. Findings of a fibrosed and hyalinized capsule with small foci of ossification. No florid inflammation. No suspicion of malignancy." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patients representative reported, left side. "Patient had strong pain and sensitivity to pressure in breast. As also, a capsular contracture¿. ¿breast is swelling more and more in the direction of the armpit¿. ¿even if patient removes them, there is still the risk of developing cancer. This caused depression to the patient". Device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: depression: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Edema:unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Calcification: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Event description:
Patients representative reported left side "patient had strong pain and sensitivity to pressure in breast, as also a capsular contracture¿, ¿breast is swelling more and more in the direction of the armpit¿, ¿even if patient removes them there is still the risk of developing cancer this caused depression to the patient". Patient representative additionally reported "a membranous 6x6x1.5 cm tissue. Findings of a fibrosed and hyalinized capsule with small foci of ossification. No florid inflammation. No suspicion of malignancy." Device has been explanted and replaced.